Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the event, and a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined that user technique/procedural conditions likely contributed to the formation of the knot in the lock line. The difficulty removing the lock line was a secondary effect of the knot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during clip deployment, resistance was noted during lock line removal (knot). If this were to recur, difficulty removing the lock line has the potential of lock line breakage or a portion of the lock line to be left in the anatomy. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve leaflets successfully. When the lock lines were unwrapped, removal of the lock line was difficult due to a knot. The knot was untied and the clip was deployed successfully. Two clips were implanted, reducing the mr to 3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.